Event description:
During an attempt to remove the epidural catheter, the rn met resistance and the catheter separated. Approx 4-6 cm of the catheter was retained in the pt. The clinician notified the pt of her option for removal, but at this time, there are no plans to surgically remove the retained piece. There were no reported pt complications.